Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Was more than half the needle retained in the patient? Where is the needle piece located, in what structure? Were there any patient consequences? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent urological procedure on (B)(6) 2017 and suture was used. The needle broke during use. A fluoroscopy was performed and detected the needle in the patient tissue, but it was not possible to retrieve it due to anatomic impedance. The current status of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported that a patient underwent urological procedure on (B)(4) 2018 and suture was used. The needle broke during use. A fluoroscopy was performed and detected the needle in the patient tissue, but it was not possible to retrieve it due to anatomic impedance. The current status of the patient is unknown. No additional information was provided.